Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no infection. There was no cement used as it was a cementless implantation and no surgical delay during revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Event description:
The patient was revised on (B)(6) 2020 to address "loosening of shoulder tep", with severe metallosis, pronounced chronic fibrosing and scarring inflammation with metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device could not confirm the reported event, but did find wear present. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 component code - part/component/sub-assembly term not applicable (g07001) is used to capture the outer sphere.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received delta xtend shoulder prosthesis left side in 2016. Since about one year after implantation patient experienced pain. Revision because of pain on (B)(6) 2020. Intraoperatively patient tissue was found to be black. Surgeon is suspecting a low grade infection; there were no signs of metal wear that would have caused the black tissue.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device could not confirm the reported event, but did find wear present. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the DHR analysis of theses batches shows an initial conformance of those products with regards to their specifications. For theses batches, there was no deviation or non- conformance. (Screw used on the returned product glenosphere: screw w99990 batch: 5301764)